Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Age or date of birth: information not provided. Sex: information not provided. Weight: information not provided. Outcomes to adverse event: consumer stated that their molars had been damaged. Date of event: date of event is approximate.

Event description:
Consumer called stating two of their lower molars have been damaged by their sonicare 2-series toothbrush.